Event description:
Ous MDR - it was intended to pre-dilate a long severe calcified stenosis in a tortuous medial superficial femoral artery (sfa). After approaching target lesion the balloon could not be inflated. After withdrawal a device leakage was detected.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation showed a leakage in the shaft about 36.5 cm proximal to the device tip. The edges of the damage site point inwards and scratches were observed on the balloon surface near the damage site. Review of the production documentation of the product verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations no material or manufacturing related root cause could be determined.